Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient¿s ins started turning and slipped. The patient reported that they couldn't get the ins to lay flat to recharge. The patient was able to initiate a charging session with good coupling at the time of the call. The patient had an appointment planned with their healthcare provider (hcp) on (B)(6) 2017. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.